Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal; the distal seal had been torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal, torn seal and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, a blood leak was noted. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. After the sheath was inserted into the heart and the advisor hd grid catheter was inserted into the sheath and mapping was performed, it was noted that blood was leaking from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septal puncture was performed for sheath replacement.